Event description:
The device had multiple component issues.

Manufacturer narrative:
Correction: h.9.

Manufacturer narrative:
The proximate cause was of the bezel post recall was identified and was found to be recall affected, the bezel was replaced. It was determined the proximate cause of the ail replacement was the result of a cracked housing due to wear. It was determined the proximate cause of the rear case replacement was the result of corrosion due to wear. It was determined the proximate cause of the male and female iui replacement was the result of corroded due to maintenance issues. It was determined the proximate cause of the keypad replacement was the result of a puncture due to wear.

Event description:
The device had multiple component issues.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.